Event description:
Customer's wife reports that insulin pump is malfunctioning. It is reported that insulin pump does not show that accurate amount of insulin left in reservoir and that when priming, all the insulin does not come out. Troubleshooting could not be performed as customer was sleeping. Customer's wife was educated on indicator on insulin pump as it relates to position of piston and not how much insulin is in reservoir. It was advised to have husband call when able to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.